Event description:
Caller reported a tandem mobi cartridge alarm, confirmed to be cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support verified the alarm through pump history, and the customer was advised to use mdi as a backup therapy. A replacement pump was sent, and instructions on how to store and return the problematic pump were provided and understood by the caller.